Event description:
October of 2008, my pain management doctor improperly used a single diode cold laser to the bottom of both feet in 8 places each foot touching it to my skin each time for 15 to 20 seconds a hit. The next day I couldn't walk. The pain has been excruciating since then. He has purged it from my records and has tried to cover this procedure up ever since. After extensive research and a fortune in other doctors and numerous failed therapies, I have found out the procedure and device should have never been used and has caused me permanent damage and scar tissue to both my plantar "facete" and tissue, muscle damage. This has destroyed my life. I've pulled three different sets of my records showing the deletion and purging of my records. Respectively, (B)(6).